Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No related complaint received with return of device. Conclusion: failure (event) observed during analysis. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 30.9-31.7cm, 35.6-37.3cm, 37.1-37.9cm, 38.0-39.0cm, and 40.0-40.7cm from the distal tip, consistent with lead friction to another device or patient anatomy. The etfe coating was intact at these locations. Initial reporter: reliability laboratory technician. St. Jude medical (B)(4) reliability laboratory.